Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box showed that the voltage was steady with no sudden drop prior to the reported event. A visual inspection of the pump showed no damage to the battery compartment. The battery cap was not returned. There was no moisture/corrosion observed in the battery compartment. During investigation, the pump electrical current draws were within specification; the pump was exercised for 24 hours with the user¿s pump settings with no warnings, overheating, or power loss occurring. The pump was opened and there was no evidence of moisture or damage to the power flex. The complaint of a temperature issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.